Event description:
Customer reported system is reporting bad iris pot, and a report of poor image quality.

Manufacturer narrative:
Gehc surgery personnel ordered and replaced collimator. Booted system into service mode and began collimator calibrations. Once complete check system for reliability by exercising collimator. No iris pot reported. System is now working as intended.